Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er420 device was returned with a malformed clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 12 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er420 device was returned with a malformed clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 12 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device.

Event description:
It was reported that during laparoscopic cholecystectomy procedure that the surgeon stated that the clips were not holding onto the tissue from the initial firing. He was using a cholangiogram. The device was difficult to fire but made no noises. The surgeon was firing the device. They used another like device to complete the procedure. There was no patient consequence reported. The device is returning for analysis.

Event description:
It was reported that during laparoscopic cholecystectomy procedure that the surgeon stated that the clips were not holding onto the tissue from the initial firing. He was using a cholangiogram. The device was difficult to fire but made no noises. The surgeon was firing the device. They used another like device to complete the procedure. There was no patient consequence reported. The device is returning for analysis.